Event description:
The customer reported via phone call that he needed help adjusting the insulin pump's settings. Customer also reported that he had a blood glucose level of 502 mg/dl on the morning of the call. The customer was able to successfully program the insulin pump and will not return the device for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.